Event description:
The pt was revised because the lag screw backed out.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, previous investigation found initial implant placement and bone quality are contributing factors. Also, the surgical technique for the atn system recommends tapping of the femoral head before insertion of the lag screw. The atn lag screw is not self-tapping. If the femoral head is not tapped before lag screw insertion, the lag screw forces the bone in the femoral head to be pushed away from the lag screw thread. The threads will not purchase into the bone and there is no adequate support to hold the lag screw in the femoral head. If the lag screw is inadequately fixed into the femoral head, lag screw back out can occur. The exact root cause could not be determined without the pre and post op x-rays. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.